Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that when they were prompted to swipe up on the screen after powering the handset on, they were prompted for password. A password was also prompted when patient tried to power off the handset. Patient said they did not intentionally set up a password. Agent suggested replacing handset, and an email was sent to the repair department. Patient said they just noticed this today and had a battery replacement on tuesday, (B)(6) 2025. Patient stated they had device switched from their right hip to the left because they were experiencing pain that started sometime prior to their last hcp visit which was about 2 months ago. After the call ended agent attempted to call patient back to inform them they would need to see managing hcp after receiving new handset for assistance with programming, but no answer. Agent left message on identified voicemail with that information and ps call back number if needed. 2 call recordings.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.